Manufacturer narrative:
No patient involvement. Beckman coulter fse reported that he sustained an injury while performing a power express system installation. Fse stated that while setting up a module he was in an awkward position before getting to a final position. Fse went on medical leave of absence for approximately eight (8) weeks and was on workman¿s compensation. Evidence suggests that the event was due to use error since training has been provided to fse on how to avoid ergonomic risks, including but not limited to awkward body postures and repetitive motions. There is no evidence of a system or hardware malfunction. The failure mode was confirmed to be customer use error. (B)(4).

Event description:
Beckman coulter fse reported that he sustained an injury while performing a power express system installation. Fse stated that while setting up a module he was in an awkward position before getting to a final position. Fse went on medical leave of absence for approximately eight (8) weeks and was on workman¿s compensation. Evidence suggests that the event was due to use error since training has been provided to fse on how to avoid ergonomic risks, including but not limited to awkward body postures and repetitive motions. There is no evidence of a system or hardware malfunction.